Event description:
It was reported that a patient had a generator change procedure on (B)(6) 2025 and upon subsequent clinic follow up, the rv lead exhibited noise over sensing led to pacing inhibition. The rv lead was reprogrammed. Finally, the rv and atrial leads were capped, and the pacemaker was explanted on (B)(6) 2025. The atrial lead was capped for an unknown malfunction. The physician successfully implanted a whole new system on right side. The patient was stable throughout.

Manufacturer narrative:
Correction: upon review the low voltage lead manufacturer report should not have been submitted as medical device report (MDR) as the new information received that the atrial lead had no noted malfunction and was capped due to physician implanting a new system on the right side.